Manufacturer narrative:
The history log for the device showed that the pad-pak was first installed on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2011. On the(B)(6) 2011 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the (B)(6) 2013 when information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups one of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2015. Investigation was unable to replicate the reported fault. The multiple manual power ups may indicate the user was regularly power cycling the device or the beginnings of a membrane failure. The initial pad-pak performed as expected for approximately 30 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.